Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was case completed? No information. Was the broken drain removed and another drain replaced surgically? No information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported by that during an spinal orthopedic surgery on (B)(6) 2017, drain was attached to a reservoir. It was reported that the drain was broken when it was pulled slightly. It seemed that the drain had been deteriorated. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Received one drainin the connection with trocar. The sharp edge of the rib damages the tubing if the tubing is pulled under some angle and causes breakage. The product however matches its specification.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2020.